Event description:
It was reported during a regular follow up a lead noise episode was observed. The lead noise was not reproducible in clinic. The patient will be followed routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.